Event description:
It was reported that the user received an insulin occlusion alert on the ilet pump, inspected the set without finding visible air or kinks, disconnected, refilled the tubing until drops were observed, and then resumed use; the user had a blood glucose of 221 mg/dl after eating without announcing the meal and was advised to allow the algorithm to provide correction. Customer care provided support that included guided troubleshooting by customer support focused on infusion line priming and occlusion alert resolution. Investigation of this case revealed that an occlusion was signaled by the pump, but a definitive mechanical cause was not identified after priming steps restored flow. No clinical symptoms associated with hyperglycemia reported. Outcomes included no injury and self-management at home. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.